Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). Evaluation of the patient¿s submitted log files confirmed low flow events down to as low as 0.0 lpm resulting in low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. A direct relationship between the device and the reported syncope could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 at 12:49:29 to (B)(6) 2021 at 1:27:23. The log file captured the flow operating at a stable baseline value until the flow started to decrease on (B)(6) 2021 at 16:37:03. Approximately 1 minute later the log file recorded the flow at approximately 0.0 lpm. Approximately 2 minutes later the flow increased back to the patient¿s baseline range. The flow operated at the patient¿s baseline range until the flow temporarily decreased to the low flow threshold range and again at 00:41:07 before returning to the baseline range shortly after each event. At approximately 1:21:03 the flow decreased again where it operated for the remaining duration of the log file through (B)(6) 2021 at 1:27:23. The controller periodic log file contained data from (B)(6) 2021 to (B)(6) 2021. The flow operated between a stable baseline range throughout the log file. The patient underwent a heart transplant and (B)(6) was returned for evaluation. The pump cable was cut approximately 9.5 inches from the pump header and the remaining portion of the pump cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Examination of the inflow cannula revealed no adhered depositions or thrombus formations that would have contributed to the loss of flow through the device, and examination of the outflow graft revealed no adhered depositions or thrombus formations. The state of the outflow graft during patient support could not be determined due to the outflow graft being pulled through the bend relief prior to device return. The textured blood-contacting surfaces in the interior of the pump cover revealed no adhered depositions or thrombus formations. The pump rotor and rotor well revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for planned routine heart and kidney transplants. While the patient was getting settled in the ICU, they experienced abrupt low flow alarms with flows down to 0 lpm. The pump speed remained at its fixed speed but pulsatility index and pump power trended downward. There were no significant changes to the patient's mean arterial pressure (map) prior to the low flows. The patient lost consciousness and cardiopulmonary resuscitation (CPR) was initiated for roughly two minutes, at which time the pump flow was restored to a baseline of 4 lpm. The patient regained consciousness and their map was stabilized. The patient still planned on having their transplants; no scans were ordered. The site perceived the event as a possible outflow graft twist that may have self resolved during CPR. The patient's transplants were successful and they were stable in the ICU.